Event description:
This distributor became aware on 12/15/97 of an incident that occurred involving a glidewire while performing a heart catheterization. The glidewire was used through an entry needle. A portion of the coating sheared and detached in the iliac artery. No retrieval attempts were made. The procedure was completed without pt complications. Co's directions for use state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator nor advance the metal cannula/metal dilator. Extreme caution should be observed when used with a onewall puncture style needle."